Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, implanted in the aortic position, has been placed under consideration for a valve-in-valve after an implant duration of eight (8) years and eight (8) months due to stenosis.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including hyperlipidemia and chronic kidney disease. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: e1 (contact).

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, implanted in the aortic position, has been placed under consideration for a valve-in-valve after an implant duration of eight (8) years and eight (8) months due to severe stenosis. The patient presented with heart failure. The patient was discharged, and procedure has not been scheduled at this time. Per medical records, the patient presented to hospital positive for coccidiomycosis. Incidentally, echo demonstrated severe aortic valve stenosis with mean gradient 44mmhg. The patient presented with syncope with low blood pressures which was attributed to over diuresis. Patient to follow-up with infectious disease of pulmonology for the positive blood cultures.